Manufacturer narrative:
Product evaluation: failure analysis for (B)(6): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap and the distal end of the glass cap are detached and not returned; the outer flow tubing is detached and not returned; the control knob appears in good condition and functions normally. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint ¿turning knob broke loose¿ could not be confirmed; however a detachment of the metal cap, distal end of the glass cap and outer flow tubing was observed; the probable root cause of cap detachment(s) is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 184,838 joules of use and 31 minutes, the "turning knob broke loose." The fiber tip (cap) was cleaned during the procedure the procedure was completed using a second fiber. Patient outcome "ok" reported.

Manufacturer narrative:
.